Event description:
It was reported that while using the surgical fiber at the .8 joule, 8hz regular setting during a lithotripsy procedure, approximately 2cm of the fiber tip broke off inside the patient; no jabbing or torqueing of the fiber reportedly occurred. A second procedure was required for retrieval of the tip. No patient injury was reported.